Event description:
Boston scientific received information that the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2000 ohms. The rv lead was cut off and the lead body was coiled up in the ra. Further, a lead extraction was performed and rv lead was caught from the femoral access but was successfully explanted. Attempts to obtain additional information were unsuccessful. The system was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The analysis could not confirm all allegations.